Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was completely removed without any issue and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the balloon and lumen. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed that there is a hole in the balloon at the markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could have contributed to the reported event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was completely removed without any issue and the procedure was completed with a different device. No patient complications nor injuries were reported.